Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Analysis could not confirm the reported event; the device passed incoming and long term testing. It was noted the battery contacts were filthy, both bail covers were cracked, and the attachment ring was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epg (external pulse generator) turned off spontaneously several times. For turning the epg on again, it was necessary to push the "on" button. The epg was returned for service. No patient complications have been reported as a result of this event.